Manufacturer narrative:
A1, a4: not provided. H10: a sample was not available for return for analysis. A lot number was provided and no issues were identified in the production history. 3m will continue to monitor.

Event description:
Received from china: received from china: a patient underwent dressing changes on an infected wound after trauma which was wrapped with 3m transpore white surgical tape for affixation. A rash with a blister appeared at the tape location one day later. A gauze was used instead of the tape, topical dexamethasone ointment was applied; the symptoms disappeared after three days, and the patient felt no discomfort.